Manufacturer narrative:
Fowler and hydraulic hose.

Event description:
It was reported by service report that the fowler will not stay in the upright position and the hydraulic hose is leaking. No pt involvement or adverse consequences reported.